Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified posterior tibial artery. After an unspecified guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced. The balloon was inflated however it ruptured at 8 atmospheres at an unknown number of inflation due to calcification of the lesion. The device was removed from the patient and no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.